Manufacturer narrative:
D6b and h6 (health effect - clinical code) updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a minimum pullout value must be reached by all parts and a material certificate of analysis from each raw material supplier is required. A clinical review states that a photo of the retrieved anchors fragments was found, however it does not indicate a root cause for the reported events. An analysis of the customer provided images found five pieces of broken tendon staples. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force applied during anchor deployment and overlapping the anchors. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, after a shoulder procedure, a patient complaint that the small incision was reddish and inflamed, and four (4) very small plastic items came out from the skin. This resulted in a revision surgery performed on (B)(6) 2023, in which five (5) more soft tendon anchor pieces were found under the skin and one (1) in the joint, all the anchors were removed from the patient and no other treatment was needed. The shoulder joint was inflamed but not infected. The regenectin implant stayed in place and did not migrate. No further complications were reported. Patient is recovering.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).